Manufacturer narrative:
Additional information: it was noted that balanced salt solution (bss) room temperature was used. There was no delays in the surgery before an attempt was made to advance the lens. Further information noted that the doctor had to use 2 instruments to physically pull the haptics off of the central optics. It was almost as if the haptics were glued together. There was no capsule tear, no patient injury, no incision enlargement, no vitrectomy, no sutures. Patient outcome is patient doing well, unaffected. No other information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as no indication that lens was explanted. Section h3- no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptics ¿kissing¿ and being bent post deployment into the patient¿s right eye. It was noted that the doctor needed to do an extra maneuver to the haptics so that the lens can be able to be implanted ok. Used extra healon and lens forceps. The lens remains implanted. The patient has no concerns post-op. Because there are several suspect iols, the customer believes that it may be a faulty batch. No other information was provided. This MDR report pertains to the suspect dib00, serial number (B)(6). Separate reports will be submitted for the other suspect dib00s linked to this file.